Event description:
Information received indicates the head of the bed will not go up.

Manufacturer narrative:
The technician found the valve was sticking and the piston worn. The technician replaced the valve solenoid and the coil to repair the bed.